Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate reported both returned devices were utilized during this event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (b5): event description.

Event description:
Additional information received from the affiliate reports the 2 medical devices returned to depuy mitek were indeed complaint devices. Both devices failed in the same manner. It was also reported that metallic shavings were still present in the patient's joint. The affiliate also reported the lot numbers of both devices are the same.

Manufacturer narrative:
Product complaint #(B)(4). H10 additional narrative h3, h6: investigation summary the devices were received and inspected. Visual inspection under magnification reveals that there are chips in the inner and out blade surfaces that would have caused the reported metallic shavings. There were no other anomalies noted on the devices. This complaint can be confirmed. Photographs were taken with the microscope and these and the devices were reviewed with the quality engineer for the blades. It was stated that it appears that the blades look like they have come in contact with a hard surface that caused the shavings. Also, it seems that an excessive lateral force was placed on the blades during use that would also have caused this failure. These would be the root cause of the failure. A manufacturing record evaluation was performed on 7-3-2019 for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed on (B)(6)2019 for the finished device lot number, and no non-conformances were identified. H11: e1/e3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during the functioning, the aggressive 4.0 mm blade attached at micro tornado shaver has released metallic shavings. The surgical procedures has been completed by trying to clean up with aspirator . Metallic residues were still present in the joint (knee). There were no adverse events reported. Additional information received from the affiliate reporting a surgical delay of less than 30 minutes occurred due to the alleged malfunction. It was also reported that they tried to removed the metal bodies with shaver suction but some fragments remained in the patient. The affiliate also stated that the procedure was completed by trying to clean up with aspirator. The affiliate reported there are no known patient consequences or plans for surgical intervention.